Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered a patient notifier for low hv lead impedance reading. The hv lead impedance trends revealed that the svc-can vector was out-of-range. The physician opted to reprogram the hv shock to rv-can by turning the svc coil off. Dft testing was successfully performed. The system remains implanted; the patient will return for routine follow-up.